Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient with a complex surgical/medical history underwent a conversion from a gastrojejunostomy to gastric bypass. Following the procedure, the patient developed a stenosis. The patient was treated with parenteral fluids although surgery was advised. History includes: vertical gastroplasty converted to a sleeve due to leaks, several revisions required due to dumping syndrome and weight loss ultimately resulting in the gastric bypass (roux-en-y). Lot information is not available. The product was discarded at the account.